Event description:
It was initially reported on (B)(6) 2013 that cardiac tamponade that occurred during an atrial fibrillation ablation procedure using a smarttouch catheter. No other disposable devices were mentioned in this event. The procedure was completed, the patient was fine, awake and conscious, but received a lot of sedation. This event was not-reportable since the smarttouch catheter is not approved by the FDA at this time. On (B)(6) 2013 additional information was received stating that a lasso navigational catheter was also used during the procedure. The awareness date is marked at (B)(6) 2013, based on the new information received. Additional information received revealed that a pericardial drain was completed and the patient remained hospitalized for observation. The procedure was completed with the isolation of both ipsilateral veins. Since then, the patient has fully recovered with no residual effects. Some patient information was also included in the additional information received. Please see patient information a& b for details. This event is being reported due to the serious injury that occurred during a procedure involving a biosense webster navigational catheter.

Manufacturer narrative:
The device has been disposed of and cannot be analyzed. The lot# was not provided by the customer prior to the device disposal, so the device history record review could not be completed. Concomitant products: carto 3 system: us catalog # fg540000, serial # (B)(4). Thmcl smarttouch catheter: us catalog # d133602si, lot # unknown. (B)(4).